Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly,the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to alternate method of insulin therapy. Customer contacted cts about obtaining a loaner pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.